Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed, high thresholds and noise. In addition, a review of an electrogram revealed a rise in pacing impedances of 1,600 ohms and oversensing which caused pacing inhibition for approximately two seconds. The patient was not symptomatic during the time of the pacing inhibition. At a previous follow up the change in pacing impedances from 703-1600 ohms suggested a lead dislodgment, however an x-ray revealed that the lead remained in the same septal position as implanted. High thresholds and noise were also noted on the left ventricular (lv) lead. The noise was able to be reproduced with external pocket manipulation. The leads were reprogrammed to eliminate the noise and adjust the sensitivity. A boston scientific technical service consultant was contacted. No adverse patient effects were reported. The leads remain in service at this time.

Manufacturer narrative:
A boston scientific technical service consultant reviewed an electrogram (egm) and discussed that the egm shows the left ventricular channel only and that would be the reason to why the physician was unable to see the noise on the right ventricular channel. Noise was present on both channels. The electrogram (egm) revealed ventricular pacing pauses for greater than two seconds which was caused by pacing inhibition due to the over sensing. The increased rv lead impedances and thresholds maybe an indicator of a connection issue and an x-ray was recommended to verify proper lead insertion. The products remain in service and will not be returned to boston scientific. Therefore; the clinical observations of these leads could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.